Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The ventricular lead was capped and replaced due to occasional oversensing. The patient did report episodes of syncope with worsening symptoms. The procedure was successful and there were no patient complication.